Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states chair will stop. He states he can stop and restart the chair and it will run for a short period of time. MDR filed.